Manufacturer narrative:
(B)(4). Approximate age of device: 54 days from the date of issue to the patient. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an unspecified issue with the system controller on (B)(6) 2016. The patient had left the hospital on (B)(6) 2016 in the afternoon. Approximately 4 hours later, the patient heard a very faint "beep, beep", with no symbols and the display screen of the system controller reflected ''low speed.'' The patient checked the battery gauge and other numbers and they were reportedly fine. Approximately one hour later, the beeping recurred and the patient called the vad coordinator. The vad coordinator advised the patient to change to the backup system controller if it happened again. Another hour later the system controller lightly beeped, and displayed instructions to change to power and then began a countdown. The patient immediately changed power sources to the power module. The countdown stopped for approximately 2 minutes, then began again. The patient then changed to the backup system controller with assistance from his caregiver as the patient passed out. As of (B)(6) 2016, the patient was reported to be doing fine. There were no further incidents once the patient changed to the back-up system controller. The patient had come into clinic four days after the incident and the vad coordinator re-educated the patient and his caregiver regarding the system controller.

Manufacturer narrative:
The report of power alarms was confirmed through the analysis of the data log file retrieved from the returned system controller. The log file captured atypical power cable disconnected alarms associated with the black power cable at 11:55 am, 5:30 pm and 8:13 pm on (B)(6) 2016. These alarms occurred while the system was on battery support and did not appear to correspond to the changing of power sources. Additional power cable disconnect alarms were captured between 4:43 pm and 8:52 pm on (B)(6) 2016. These alarms also occurred while the system was on battery support but were associated with the white power cable. No atypical power cable disconnected alarms were captured while the system was on power module support. During power cable disconnected alarms, the system controller will alarm with an audible tone, a flashing battery connector status symbol led, and display a ¿connect power¿ message along with an elapsed time counter. The alarms captured in the log file did not affect the system controller¿s ability to support the pump at the set speed. The log file did not capture any atypical low speed alarms. The report of low speed alarms could not be confirmed during the investigation. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. Additional testing of the system controller's power cables did not identify any issues. The returned system controller was found to function as intended. As a result, the root cause of the atypical power cable disconnected alarms captured in the log file could not be conclusively determined nor correlated to the returned device. Based on the data captured in the retrieved log file, the alarms could be related to a connection issue with the batteries or battery clips used at the time of the events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.